Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer troubleshoot the unit and determined that the main pcb needs replacement. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the vela ventilator is giving, low minute ventilation, circuit disconnect and transducer fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.